Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced reservoir migration from the retropubic area to the lower abdomen, leading to a surgical intervention. When the surgical procedure was performed, a bulge was noted in the right cylinder. The entire ipp device was removed and replaced with a spectra penile prosthesis.